Event description:
On (B)(6) 2021, the lay user/patient reported to lifescan (lfs) (B)(4), that her onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that around (B)(6) 2021, she obtained what she felt were inaccurate high blood glucose readings with the subject meter; she was unable to recall the exact readings obtained. The patient stated that she manages her diabetes with insulin on a self-adjusting dose (26 units of levemir morning and evening and 6-10 units of novorapid if readings are high). The patient claimed that around mid-(B)(6) 2021, she administered an ¿overdose¿ of 15 units of novorapid insulin in response to the alleged issue and was hospitalized for 2 nights. It was not reported what symptoms the patient developed as a result of the alleged issue. The patient stated that her blood glucose was monitored every hour while in intensive care after being treated with ¿water solution based drip¿ to ¿break down the overdose¿ that she had. The patient was unable to recall the readings obtained on the hospital meter. The patient claimed she felt better after treatment. The patient informed the cca that she attributed being hospitalized several times to the alleged inaccurate readings obtained with the subject meter which led her to take extra doses of insulin. At the time of troubleshooting, the cca was unable to confirm if the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention after taking extra insulin in response to alleged inaccurate results obtained with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.